Manufacturer narrative:
The device was returned and evaluated. Examination revealed that balloon lumen leakage was observed through a "<" shape puncture/cut at the 62 centimeter area. There was no visible damage to balloon latex.

Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No patient complications were reported.